Event description:
While trying to monitor a patient the unit displayed "common/ox failure" and then the display was inoperative. No harm to patient.

Manufacturer narrative:
Welch allyn attempted to obtain patient's weight from the user facility. However, the facility reported that this information was not available/known.